Event description:
Senseonics was made aware of an incident where user reported pain on the insertion site, with the site feeling tender to the touch. The issue first happened on (B)(6) 2025. The user's hcp was made aware of the event and the hcp determined that the sensor needed to be removed due to the pain on the site.

Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event.the user reported pain at the insertion site, with the site feeling tender to the touch. The issue first happened on (B)(6) 2025.the user's hcp was made aware of the event and the hcp determined that the sensor needed to be removed due to the pain on the site.according to the latest update from the case information, the sensor was already removed.